Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple parts including bunm (bun urea nitrogen module) cup module, mc (modular chemistry) sample syringe drive assembly, mc sample probe, and collar wash assembly to resolve the issue. No patient demographics were provided. (B)(6).

Event description:
A customer reported their dxc 800 pro chemistry analyzer generated erroneous low blood urea nitrogen (bun) patient results. The patient results were reported out of the laboratory; however there was no change in patient treatment reported in association with this event. The samples were repeated on the same instrument after repairs, and the results generated were considered correct. Quality control (qc) results before the event were within the laboratory's established ranges.